Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at 6,206 joules. Per the customer, the fiber broke outside of the pt while the fiber was being cleaned. Also, it was reported no fiber pieces had to be retrieved. Per the customer, the procedure was completed with turp. No pt injury was reported.